Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the adapter device had a broken t-handle. It was reported if there was no delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. It was reported that there were no of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the adapter device and the reported condition that the device was broken (cracked) around the t handle portion of the adapter was confirmed. An assessment was performed on the adapter which found that the t-handle was cracked. It was determined that the device was most likely side loaded when used with the impactor which is not what the device was designed for, or the device had been dropped. The assignable root cause of this condition was determined to be traced to user error. A review of the device history record was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.